Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and variable. Concomitant medical devices: 5076-52 lead; 6935m62 lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited fluctuating, high impedances and increased capture threshold which cor related with the fluctuation. A fluoroscopic evaluation will be performed of the header block due to a possible setscrew issue with the implantable cardioverter defibrillator (ICD) device. The lead and device remain in use. No patient complications have been reported as a result of this event.